Manufacturer narrative:
Investigation: bd received samples from a potential lot from the customer facility for investigation. The lot number involved in these incidents could not be confirmed by the customer; therefore, all potential lot numbers indicated by the customer were investigated. All customer samples were evaluated for unit labeling breach, and all samples met the required specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Product was sterilized in accordance with product specification. No further sterility testing could be conducted on the returned samples as the product has been sterilized. Based on evaluation of the customer samples, the customer¿s indicated failure mode was not observed. Upon inspection of the customer samples, all samples met the required specifications. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two patients developed infections possibility related to venipuncture procedures using the 21 g x 1.25 in. Bd eclipse blood collection needle with luer adapter. The patients were placed on antibiotics but no other medical interventions were mentioned.